Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2 h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and informed they are getting error code b30 and e216. They were instructed to reset the error / clean the contact pins on the scope and blow a bit of air with the mouth inside the clv-190 connector after which the error was rectified. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an error code b30. The issue occurred during setup/inspection for use. There was no patient involvement.